Event description:
It was reported that a spectrum pump's keypad was not functioning properly. It was also reported that there was no pt injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found to be out of specification in relation to the reported symptom, which was reproduced. Keypad malfunctions were obvious during the product eval. The #2, #3, #4, #5, #6, #7, #8, and #9 keys were found to be inoperable caused by a failed keypad. When attempting to navigate through care area/drug selection, and attempting to input desired parameters the following was observed: when any of the remaining functional keys were pressed an automatic output of the #3 key would occur following the selected key's function. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate the reported event.